Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18371. It was reported that the patient's lead has migrated. Surgical intervention is anticipated to resolve the issue. Note: it is unknown which lead has migrated so both are being reported on.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.